Event description:
Event description cpi received information that while attempting to electively deactivate this implantable cardioverter defibrillator (ICD), communication with the device was not possible.